Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter was not powering on. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began at approximately 7:45am on the same day she contacted lfs for assistance. The patient reportedly manages her diabetes with insulin (unknown type) through pump therapy and denied making any changes to her medication. She claimed that approximately 1 hour after attempting to test with the subject device, she developed symptoms of ¿tiredness and fatigue.¿ she denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the subject device was not brand new. The meter¿s battery did not yet need replacing. The meter powered on with the power button. Replacement products were sent to the patient and subject products are pending return for investigation. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs¿s definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.